Event description:
It was reported that the patient states "I had a heart rate of 30 beats per minute without symptoms before the pacemaker was implanted. When the pacemaker was implanted I had symptoms immediately from being paced at 60 beats per minute. The pacemaker put me into congestive heart failure." The physician turned off the device, the patient claimed they did not get better. The device was set for lower rate of 60 beats per minute. Patient indicated that their heart rate is slowly going down one point per day and is at 52 beats per minute. Patient states "this pacemaker is not working right." The pacemaker remains implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.